Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked during unboxing of the transportation box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured june 19, 2023 - june 21, 2023. H10: two (2) actual devices were received for evaluation. Visual inspection performed with the naked eye noted fluid inside a bag that contained the units. When the units were removed from the bag, the cause of leak was found to be untightened blue winged cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed on the samples. After fill and prime, to ensure the cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. No signs of leak were observed. The two folfusor units were determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of leak may be due to a use error by not securely tightening the blue winged cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.